Event description:
Received information while stimulation was on after about 4-5 hours, the stimulator seems to get hot and discomforting. Patient turned the stimulator off at that point until it cooled down. Patient was implanted (B)(6) ago and has a follow up appointment with her physician scheduled. Additional information provided reports the patient was waiting to schedule yet another appointment with her physician. She states it "appears the unit has malfunctioned and needs to be removed after (B)(6)." Additional information has been requested and if provided, a follow up report will be sent.

Manufacturer narrative:
(B)(4).